Event description:
Catheter placed in right medial vein. Nurse preflushed catheter without problem, and catheter inserted without difficulty. When changing the male adapter, a hole was noticed in the catheter at the hub. In trying to do a catheter exhange the catheter was cut. A new catheter, b-d was then placed.